Event description:
It was reported that a user experienced loss of continuous glucose readings from a libre 3+ sensor to the ilet after pairing, with a ¿dosing stops soon¿ alert active, and the issue was resolved through troubleshooting and education that re-established signal and resumed display of glucose values. Symptoms included perceived interruption of glucose data without reported hypoglycemia or hyperglycemia, and blood glucose levels were unaffected. Outcomes included temporary interruption of device function without injury, medical intervention, or hospitalization. Investigation included technical support review and guided troubleshooting of the ilet and ilet mobile app. Investigation of this case revealed a communication issue between the cgm and the ilet that resolved after re-pairing the sensor and confirming settings. It was concluded that the device functioned as designed after re-establishing communication and that no device malfunction was confirmed.